Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. See manufacture report number 3004209178-2015-96052.

Event description:
It was reported the customer has been off the insulin for four weeks. Customer put the device last night and the device alarmed no delivery during lunch. Customer's mother stated the device has alarmed over 100 times no delivery and they have called in the past eight times and they are still unsure how to resolve the issues. Customer has tried using back of legs, bottom, abdomen, and front of his legs. Used different boxes of infusion set and anomaly persisted. Customer's blood glucose was 247 mg/dl. Customer removed and disposed set, unable to troubleshoot. Customer was advised to revert to back up plan. No further information reported.